Event description:
It was reported that patient experienced a rash and infection 3 weeks post myellevate procedure.

Manufacturer narrative:
Cynosure's clinical team investigated the event and determined it was inconclusive. Patient had been on clindamycin for a week prior to the procedure. Patient was then placed on bactrim for 7-10 days as medical intervention afterwards. Patient's symptoms improved but redness developed after patient received a lymphatic massage. Per cynosure's kol physician: if infection recurs, suture removal is recommended. Cause of infection is unknown. This is a reportable adverse event due to patient receiving medical intervention.